Event description:
A consumer¿s family reported the consumer was implanted on (B)(6) 2016 due to parkinson¿s. Four hours after the operation, the consumer¿s head electrode position was bleeding, then appeared pulmonary infection, and the symptoms of stiff limbs was improved after implant. The consumer was still in hospital bed and did want to say any words, so did not know effect or not. After the surgery, the symptoms of voices more light, the leg could not lift up, waist pain appeared. The consumer had program control about 10 times and also did the recovery training; the symptoms improved after program control, but got worse after a period of time, the waist pain got worse. The physician said the cause was parkinson¿s, but did not inform any treatment. It was unknown if there was more than 50% reduction in symptoms. Unknown if any troubleshooting was done or if cause was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.